Event description:
It was reported via repair work order that the bed was stuck at an elevated height and would not lower due to head end lift potentiometer was out of adjustment and needed to be calibrated.